Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the loop burned inside the patient and broke apart causing an injury to the patient. This caused a critical situation. Additional information has been requested regarding the incident.